Manufacturer narrative:
Patient¿s identifier, gender and weight are not available for reporting. Additional device product code: hwc. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the it was impossible to lock the nail with the locking screw during a surgery performed on (B)(6) 2018. It was impossible to insert the superior locking screw. There was twenty (20) minutes of surgical delay due to the reported issue. Another nail was used to complete the procedure. The surgery was completed successfully without any harm to the patient. Concomitant devices reported: bolt ø4.9 self-tap l34 tan green (part # 459.340s, lot # unknown, quantity 1), guidewire ø3.2 f/pfna blade (part # 356.830s, lot # unknown, quantity 1). This report is for one (1) 11.0 mm ti troch fixation nail screw/90 mm - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated concomitant devices, d4: lot number and expiration date part 04.032.090s, lot h528927: manufacture date: january 25, 2018. Expiration date: january 01, 2028. Manufacturing location: monument. Product inspected and passed. There were no non-conformance reports (ncrs) or reworks generated during the manufacture of this lot. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: bolt ø4.9 self-tap l34 tan green (part 459.340s, lot l646612, quantity 1), guidewire ø3.2 f/pfna blade (part 356.830s, lot l748648, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the distally hole screw was not being locked and not the superior hole screw as previously reported. There is no problem with the screw but with the hole of the tfn.